Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up normally, however, errors were found in the error log. It was also noted that the system fan was noisy. (B)(4): analysis found that the cable was out of specification, electrically.

Event description:
It was reported there was a system error. The repair disk was unable to fix the boot error. The programmer was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a system error. The repair disk was unable to fix the boot error. The programmer was returned for service. There was no patient involvement.